Event description:
It was reported, the patient¿s pump ¿floats¿ and was currently over her ribs and was flipped upside down. The health care provider (hcp) reportedly manually flipped it and then was able to refill the pump. It was also reported there was a big lump over the pump and the hcp did not know what it was and as a result was sending the patient for a CT scan. The device system was used to deliver fentanyl, clonidine, bupivacaine and baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8731sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).